Manufacturer narrative:
Date of post-operative screw breakage is unknown. This report is for two (2) unknown 3.5mm cortex screws. Devices were not fully explanted; fragments were left in the patient. Per facility, the complainant parts were discarded. Not available for return. Unknown as no part or lot numbers were provided for these complainant screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an elective hardware removal of a distal tibia plate and screws. The shafts of the two most proximal 3.5mm cortex screws, which had broken sometime after initial implantation on (B)(6) 2012, were left in the patient. The plate itself was intact upon removal. This report is for two (2) unknown 3.5mm cortex screws. This report is 1 of 1 for (B)(4).